Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system behavior was replicated on exams dating back to (B)(6) 2019. The manufacturer representative suspected a corrupt static sensitive device (ssd). The ssd would be replaced (refer to (B)(4), mfg. Report pending). Logs and archives were sent for analysis. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure (craniotomy). During the case, the 3d model was not present during registration. The 3d model was present in the plan and when the threshold model would appear. The issue resulted in a 20 minute procedure delay. There was no impact on patient outcome. The procedure was completed with a different navigation system. The manufacturer representative called on (B)(6) 2019 and was trying to export the archive. They were able to successfully export the archive and saw the export file on the usb. However, when trying to select "include original dicom" the radio button was greyed out. When different patients were selected, the option to "include original dicom" was highlighted. No complications were reported/anticipated.